Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had clips falling out, would cross clips when they were fired, and that would jam on some firings. The customer finished the procedure with this same device, but it was unknown how they resolved the issues to continue using the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received with the floor damaged and upon inspection the jaws were found to be in a yielded condition. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found and 7 clips were found inside clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.